Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that a battery failure occurred on the automated impella controller (aic). The aic was removed from service. There was no patient involvement.

Manufacturer narrative:
The investigation for the console (aic) battery failure-red alarm has been completed. Console logs from the reported complaint date are consistent with the complaint. There were multiple battery failure (transport connection blown/missing) alarms observed from the reported complaint date. Console was returned for evaluation finding the reported battery failure issue was unable to be reproduced. No battery failures or charging issues were present while testing this console. Additionally, results of running a batttest on this console showed that there were no issues with the batteries. Reported battery failure issue was determined to be use related. It is likely that the console was booted up while the console was connected to ac power and the battery switch was disengaged since the issue occurred upon first boot of the console after it came back from pm.